Event description:
Complainant alleged that while defibrillating a pt using the same lot of electrode pads reported on medwatch 1220908-2012-03591, the defib electrode pads were attached to an associated defibrillator. Upon discharge, a small spark was seen underneath electrode pad. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. This is the second similar report. The first reported on medwatch 1220908-2012-03591.

Manufacturer narrative:
Zoll medical corporation has not rec'd the device for evaluation and this complaint is still under investigation.